Manufacturer narrative:
The associated journey ii visionaire cutting block kit was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The block is broken in pieces which are returned. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, it was discovered that the break was due to insufficient sintering of the material layers during the manufacturing process. Corrective actions are currently being considered. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the femoral guide broke during distal femoral resection. Backup metal cutting block was available. No additional time was added to procedure and patient care/safety was not affected. The broken part is available for return.